Event description:
After two years of successful cochlear implant use, this pt could no longer hear with their device. Reprogramming failed to restore their hearing. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery was successfully completed in 2005.